Event description:
It was reported that wake button on device was not responsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further contact, no troubleshooting steps were taken, and no additional information was received regarding the outcome of the event.